Event description:
It was reported that the patient presented for a device upgrade procedure. Upon review, the atrial lead exhibited failure to capture. During the upgrade procedure fluoroscopy showed the atrial lead had dislodged. The atrial lead was capped and replaced on (B)(6) 2022. Patient was stable.